Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer was ultimately able to clear the alarm and resume insulin delivery. Additionally, it was reported that an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Tandem technical support educated the customer on the pump's auto-off safety feature per user guide and advised the customer to consult with healthcare provider prior to modifying the setting. It was also reported that the customer received a power source alert. Customer declined further troubleshooting for the reported issue. Customer's blood glucose level was 416 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.